Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate via cst that during a meniscal repair procedure, the truespan meniscal device first implant did not have good fixation. The device appeared to function normally, but the surgeon was advised to increase needle length and ensure penetration all the way down to the backstop; however, the surgeon chose not to alter settings. The case was completed with another device with a one to two minute delay to switch the devices and approach the repair from a different angle to allow deeper needle penetration and clearer access. There were no patient consequences. It was reported that there was difficulty aligning instruments required for insertion prior to use as it was a tight knee compartment. It was reported that there was no excessive force required just inadequate penetration depth. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device is not being returned, it was discarded by the customer, therefore, unavailable for a physical evaluation. This complaint cannot be confirmed. No non-conformances were identified for this part (228152) lot number (1l22762) combination as per qlik query executed (B)(6) 2019. Based on the information provided in the event description, the root cause of the reported failure can be attributed to user error. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).